Event description:
It was reported the patient had good trial results with lead on right side. Reportedly, the left trial lead was shocking to her so she didn't use it at all.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the trial was on the right side and it worked great - when they switched to the left side during trial it was very uncomfortable. When the patient did the trial and it worked on the right side and then she switched to the left and it did not seem to be working so the patient switched it back to the right. The left side did not work during the trial.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).